Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers mother reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 278 mg/dl. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did allege pump was under delivering because blood glucose stays very high while using the insulin pump it only goes down when they take manual injection. Customer stated drive support cap appeared to be normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. Assisted customer to performed high performance test and test was failed. The device will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.